Manufacturer narrative:
Device powered up after battery installation. Device passed self test and no test failure or software error alarm noted. Device was programmed and monitored for 1 day. No software error alarm occurred or found in the alarm history file. Device alarmed motor error during bolus while verifying the test failure alarm and max delivering alarm. Unable to verify safety feature and max delivery alarm due to motor error alarm. Device passed the rewind, basic occlusion, prime/compromised force sensor system and displacement tests and stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No cosmetic damage noted during physical inspection.

Event description:
Customer reported via phone call that the insulin pump alarmed a test failure alarm and a software error alarm. Customer's blood glucose was 71 mg/dl. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.